Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the (B)(6). It was reported that the post membrane po2 pressure upon ECMO initiation on 100% was 180 mmhg and it continued to decrease over next 2 days until it reached 137 mmhg. Required circuit change on day 2 of ECMO. Anticoagulation was good. Patient was not super desaturated either. Sao2 90% and svo2 74%. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the honolulu. It was reported that the post membrane po2 pressure upon ECMO initiation on 100% was 180 mmhg and it continued to decrease over next 2 days until it reached 137 mmhg. Required circuit change on day 2 of ECMO. Anticoagulation was good. Patient was not super desaturated either. Sao2 90% and svo2 74%. The patient was infected with covid 19. No harm to any person has been reported. The affected hls set with module lot#3000159540 was investigated in the getinge laboratory on 2022-03-04 with the following results. During the investigation no abnormalities were detected. Further no leakage or functional issue of the module could be confirmed. The investigated hls module worked according to its specifications. The patient was infected with covid-19. As stated by the getinge medical affairs team and in reference to the literature [1] covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients is a result of a combination of processes driven by the disease occurring in synergy with the effect of the extracorporeal circuit on the coagulation system. [1] the most probable root cause for the reported failure could be determined as clots which can lead to a blockage and thus an extension of the diffusion path lowering the oxygenating performance. With reference to the risk assessment hls set advanced 5.0 / hls set advanced 7.0, dms# (B)(4), v26 and in consultation with the manager medical affairs the following events can contribute to clotting in the circuit: air remains in or enters the circuit hemostasis air or blood remains in luer lock access port too low anticoagulation too low at level, effect of heparin is too limited protamine sulfate enters the hls set administration of substitution of congealable substance such as plateles (consumption) coagulopathy thrombozytopenia based on the investigation results the reported failure "po2 decreased" could be confirmed, but not a product related malfunction. The production history records (DHR) of the affected beq-015703112#hls module advanced adult with lot#3000159540 and serial number (B)(6) were reviewed on 2022-03-04. According to the final test results, the beq-015703112#hls module advanced adult with the serial # (B)(6) passed the tests as per specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Reference: [1] yusuff h, zochios v, brodie d. "Thrombosis and coagulopathy in covid-19 patients requiring extracorporeal membrane oxygenation" asaio j. 2020;66(8):844-846. Doi:10.1097/mat.0000000000001208.